Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model sc-2408-56. Serial: (B)(6). Batch: 20431482. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20431482. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was causing more harm and pain. The patient underwent an explant procedure wherein all device components were removed.